Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6)2008.

Event description:
It was reported that the atrial lead had low pacing impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.